Event description:
On the day of the event, the user facility's head oncology nurse informed the manufacturer's sales representataive of the following: patient receiving home infusion. Device no functioning in either lumen, device explanted and replaced.